Event description:
During a service call, wash station overflow issues that could result in abo discrepancies were discovered.

Manufacturer narrative:
Camera and well roi adjustments were performed, a probe was replaced, and the wash station overflow issue was fixed. The repairs returned the instrument to expected function.